Manufacturer narrative:
Updated fields: b3, e1, e3, g2, g3, g6, h2, h3, h11. Additional information received: did the patient had any signs and symptoms due to the product malfunction? If yes, please provide details. Answer: "no". Current status of the patient: answer: "good".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Sales representative narrative: "the physician removed and revised shunt on (B)(6) 2025. He notified me on (B)(6) 2025, that the valve that he removed would not reprogram. He replaced the valve with a new certas valve. A different neurosurgeon implanted the valve a few years ago".

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis -the position of the cam when the valve was received was at setting 7. The valve was visually inspected, and no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve or to improper handling of the device, at the time of investigation no function issues were noted.